Event description:
It was reported that the patient received an inappropriate shock approximately 46 months after implantation. The device interrogation revealed that the device was in backup mode. Re-initialization was not successful. The device was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. Matching the clinical observation, the device turned out to be in safe mode. The analysis of the device memory showed that the ICD detected inconsistent memory content on (B)(6) 2019 at 2:39 a.m. And, consequently, automatically activated the safe program. In general, the device is capable to auto-correct individual memory segments. If several memory segments are affected at the same time, an automatic correction is no longer possible, and the device reacts according to specification with a switch to the safe program to ensure patient safety. When the ICD is interrogated, a respective warning message is displayed to the user. The device data also documented a therapy delivery on (B)(6) 2019. At this time, the safe program was active. It has to be kept in mind that the safe program is loaded from an unchangeable additional memory. For this reason, the vf detection criteria are fixed in this program and are designed to ensure the safety of the largest possible patient population. The analysis of the memory content of the ICD confirmed that the ICD was re-initialized twice on (B)(6) 2019 without success. However, re-initialization with the clinical programmer during the analysis was possible without any problems. The clinical observation was not reproducible. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the analysis showed inconsistent memory content, due to which the ICD activated the safe program on (B)(6) 2019. Based on the available information, the cause of the inconsistent memory content could not be determined. It can therefore not be ruled out that external influences, such as strong electromagnetic radiation, might have contributed to the clinical observation. The icds capability to provide therapy is not affected by the activation of the safe program. The cause of the aborted re-initializations in the clinic is unknown. During the analysis, re-initialization was possible without problems with the clinical programmer. The performed re-initialization during the analysis of the ICD corrected the inconsistent memory segment successfully. There was no indication of a device malfunction.

Event description:
It was reported that the patient was received an inappropriate shock approximately 46 months after implantation. The device interrogation revealed that the device was in backup mode. Re-initialization was not successful. The device was explanted. Should additional information become available, this file will be updated.